Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bus cable was damaged in the drawer. A field service engineer replaced the bus cable and ran diagnostics. All operations were confirmed to be functional, and the application was restarted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was shut down during a transaction. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.